Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had poor image quality, always fogged up. The issue was found during a set up for use there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed for the customer allegation always fogged up and was confirmed for poor image quality. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) is broken and the pixelshift is incorrect. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation always fogged up no problem was detected and related to the customer allegation poor image quality the r-unit (charged coupled device) is broken and therefore the pixelshift is incorrect. Related to new reportable findings the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.